Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardiac monitor (icm) was experiencing under-sensing. No intervention has been performed. There were no patient consequences.